Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath prior to a cardiac ablation procedure. Reportedly, femoral imaging was not performed. The suture was deployed, and the foot was returned to its original closed position. When the device was removed from the anatomy, the suture was pulled tightly without noticing the suture was tangled to the foot. Then the suture broke. A guide wire was reinserted, and the suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 8.5f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.